Manufacturer narrative:
No product will be returned per customer because the product was discarded.

Event description:
It was reported that patient called the rn when he noticed that the tubing was disconnected. The rn found the IV tubing with high cost chemotherapy medication was broken and disconnected from the patient at the connection site of the tubing and the filter. The patient went without his chemo for 3 hours until new bag was hung, and received additional pre medications that would not have been given otherwise. There was no adverse effects caused to the patient as a result of this event.

Event description:
It was reported that a high-cost chemotherapy was infusing through primary tubing with 0.2 micron filter. It was then noted that the patient called the nurse into the room after noticing that the tubing appeared to have disconnected. Upon inspection by the nurse, the tubing was found to be broken at the filter. There was no patient harm; however, the patient went without chemotherapy infusion for three hours until a new bag was made and hung. Due to the event, the patient received additional pre-medications that would not have been given otherwise. A photo of the product was provided by the customer, which appears that the tubing broke at the inlet port of the filter.

Manufacturer narrative:
Correction: b.1; b.2; h.1. Please disregard the previously provided information on a3 as the patient's gender was never provided by the customer. No product will be returned per customer. The customer complaint of tubing break at the connection site of the tubing and the filter was confirmed. Photo provided by the customer shows that the nitro tubing was broken off from the micron filter inlet port. The root cause of this failure was not identified as no product was returned. Device history record for model: 10010454, lot: 20026648 shows that the set was manufactured on 20 february 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model: 10010454, lot: 20026744 shows that the set was manufactured on 21 february 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model: 10010454, lot: 19105495 shows that the set was manufactured on 5 october 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.